Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a revision; the ins was moved form the right to the left side on (B)(6) 2018 due to the pain they've been having since implant. They also said the ins kept moving closer to the surface and the pain kept worsening at the ins site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who did not have the patient programmer (pp) when they met the patient. The implantable neurostimulator (ins) was turned on, but "was unable to sync it" because the patient didn't have their controller. The rep added that they will have to follow up with the healthcare provider's (hcp) office. No further patient complications have been reported as a result of this event.